Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient controller (pc) was displaying ¿replace generator soon.¿ the pc has software app version 3.4. Troubleshooting steps were taken to update the pc app software and the message was cleared.